Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013, alleging that the up arrow, down arrow and ok keypad buttons were unresponsive. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow up #1 submitted: 08/26/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on examination, the keypad was intact without damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow and contrast buttons. Unrelated to the complaint, the pump powered on with a dim and discolored display. A test display was attached to the pump and illuminated properly and was clearly legible.